Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented in the operating room for a scheduled device change-out. Post-paced t-wave oversensing was observed while running quickopt tests following implant procedure. Programming changes were made. The patient was stable throughout the procedure and will continue to be monitored.